Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was unknown. When the customer pressed escape, it goes to sensor graph. The customer does not use the sensor feature. The customer also described "burnt screen" appearance when backlight is off. The customer declined to troubleshoot.